Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Per the field, the device has not yet been explanted or changed as it currently has no left ventricular (lv) lead attached and is not used for a pacing indication. A replacement procedure will be scheduled as a non-urgent outpatient case at a date to be determined. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Per the field, the device has not yet been explanted or changed as it currently has no left ventricular (lv) lead attached and is not used for a pacing indication. A replacement procedure will be scheduled as a non-urgent outpatient case at a date to be determined. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Per the field, the device has not yet been explanted or changed as it currently has no left ventricular (lv) lead attached and is not used for a pacing indication. A replacement procedure will be scheduled as a non-urgent outpatient case at a date to be determined. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Per the field, the device has not yet been explanted or changed as it currently has no left ventricular (lv) lead attached and is not used for a pacing indication. A replacement procedure will be scheduled as a non-urgent outpatient case at a date to be determined. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it had undergone three system resets within a 48-hour period, which resulted in the device entering safety mode operation. It was also confirmed that critical therapy remained available. The device was able to be reset back to primary operation mode and was able to communicate with a programmer. The device was put through and passed returned products tests. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The "cause not established" investigation conclusion code was selected based on laboratory analysis evidence indicating the device was in safety mode. However, testing of the hybrid circuitry and battery found no anomaly likely to cause the device to enter safety mode.